Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a colostomy closure procedure on (B)(6) 2018 and suture was used. The needle was broken at the tip during interrupted suturing on the dermis. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: representative samples of product code (B)(4), lot mem038 were received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. The needle resistance test was performed, and no issues or anomalies were noted. According to the sample condition, no performance - breakage needle were found.